Event description:
The customer contact reported the device touchscreen intermittently does not respond when pressed. The device was returned to the biomedical department from the emergency dept. With an unsigned note that stated, "touchscreen not working." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen intermittently does not respond when pressed. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.